Event description:
It was reported that the patient expired on (B)(6) 2012. The device had 5 episodes on (B)(6) 2012 that were in the vt-1, vt-2 and vf zone. The patient was in a tachycardia at 258 bpm. Atp was delivered and it did not break the rhythm. Hv therapy was delivered for a few seconds, but the patient went back into the fast rhythm. The device had intermittent ventricular under sensing due to the diminished r-waves. Physician does not allege device failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.